Manufacturer narrative:
The device was serviced at the customer site and the syringe driver was replaced for a new one. Subsequently, the device passed all testing.

Event description:
It was reported that the device user (du) was unable to pull the pin out of the syringe driver to load the infusion syringes. The du was asked to clean the fixings with hot soapy water and to then try and work it free. The du completed troubleshooting, managed to free it up, and proceeded with the perfusion.